Event description:
Patient reported "sporadic mastitis that have been more recurrent in the last 2-3 years". This relates to the unknown side. Device remains implanted.

Manufacturer narrative:
The event of "infection (unknown onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "sporadic mastitis."

Event description:
Patient reported "sporadic mastitis that have been more recurrent in the last 2-3 years." This relates to the right side. Device remains implanted.